Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI. D10: 2113172 02-010-01-0225 - logic femoral ps cem left sz 2.5. 1995550 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. 2153128 200-02-32 - three peg patella 32mm. 2106085 204-34-02 - fluted stem extension 25l x 14 mm. 2108583 204-70-00 - tibial stem ext. Screw g3: added 510k number. H4: added device manufacture date. H6: corrected type of investigation. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear additionally, the devices were implanted for over ten years prior to the reported failure(s). Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.